Event description:
It was reported that two xia rods fractured approximately four years post-operatively. Revision surgery has not taken place nor been scheduled. The patient was reported to have experienced an unknown serious adverse reaction. This report captures the first of two xia rods.

Event description:
It was reported that two xia rods fractured approximately four years post-operatively. Revision surgery has not taken place nor been scheduled. The patient was reported to have experienced an unknown serious adverse reaction. This report captures the first of two xia rods.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.